Event description:
Customer reported having issues with sensors. He stated his issues were; sensor glucose level vs. Blood glucose level, calibrations, sensor errors, sensor not releasing form serter, and painful insertion sites. Customer took a brake from sensors and started using again. Still had issues with pain at the insertion site and sensors not releasing form serter. Customer believes it might be an issue with serter rather then the sensor. Customer's blood glucose level was 98 mg/dl. Customer advised of all resources available to him to help with the issues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Evaluated one open and used enlite serter. Performed insertion test using a new lab enlite sensor and rubber skin per specifications. Enlite serter passed, connected and released properly.